Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 200 mg/dl.